Manufacturer narrative:
Upon receipt of this fiber at the quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned product found that the fiber body was broken, it was received in one piece; however, it measured 253.7 cm indicating that the fiber was received broken. Therefore, the complaint against fiber damage was confirmed, the returned fiber had a body break. It is likely that procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A fiber could be damaged or kinked during setup, use or reprocessing. This is likely what the customer may have experienced when mentioning that the fiber was bulging. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product instruction for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Fiber specification: length fiber slimline sis is 310 length in cm. A risk review was completed and confirmed that the event of fiber damaged/defective is defined in the risk documentation. The investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the washing and verification process to sterilize the fiber, bulging was felt in two parts of the coating. No patient was involved. After that, the fiber was returned for analysis and the visual inspection found that the fiber body was broken.